Manufacturer narrative:
The manufacturer's report number for this case is 1020379-2013-00009. Polident for partials is manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).

Event description:
This case was reported by a physician and described the occurrence of acute respiratory distress syndrome in a (B)(6) female patient who took double salt denture cleaner ((B)(4) polident for partial (polident for partials with taed)) tablet in an attempt for suicide. Concurrent medical conditions included altered state of consciousness. Parkinson's disease and suicidal ideation. Concurrent medications included unknown drugs. On (B)(6) 2013 the patient started double salt denture cleaner (oral) at 3 iuaxa daily. The patient experienced acute respiratory distress syndrome on (B)(6) 2013 and hypoxia on an unknown date. The patient was hospitalized. Acute respiratory distress syndrome was resolved on (B)(6) 2013 and the outcome of hypoxia was unknown. The reporting physician considered the acute respiratory distress syndrome was related to treatment with double salt denture cleanser. Clinical course: (B)(6) 2013: (at 18:00) a patient accidentally ingested (B)(4) polident for partials (polident for partials with taed) 3 tablets with suicidal intent, and subsequently frothed. (B)(6) 2013: (at 10:00) the patient visited the reporter's institution brought by her family member. Hypoxia was observed and computed tomography (CT) scan revealed shadows in the lung, for which the patient received a diagnosis of acute respiratory distress syndrome (ards) and was admitted to the institution. The patient received steroid pulse therapy, elaspol (sivelestat sodium hydrate), and antibiotic medication. Aspiration of sputum was started. (B)(6) 2013: the symptoms improved, for which steroid pulse therapy and elaspol was discontinued. (B)(6) 2013: the antibiotic medication was discontinued. The symptoms resolved. The hospitalization was continued because altered consciousness, which was considered to be attributable to parkinson's disease, was observed. The reporter commented that ards was related to (B)(4) polident for partials (polident for partials with taed). The casual relationship of hypoxia to japanese polident for partials (polident for partials with taed) was not provided. Tests: (B)(6) 2013: CT: ards was diagnosed because shadows were observed in the lung.